Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr procedure, an 18f ce manta was planned for closure. A single stick was utilized to gain medial positioned access in the common femoral artery. The arteriotomy was clear of calcification or tortuosity. No issues were encountered advancing or withdrawing the procedural sheaths. Before closure, activated clotting time was 180, heparin was administered. The manta was deployed to the measured deployment depth, however, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The physician continued applying force while inserting the bypass tube through the hemostatic valve of the manta sheath. No buckling or bending occurred to the bypass tube when met with resistance. Following deployment, copious bleeding was present, and the physician chose to deploy a covered stent. The suspected root cause of the extended hemostasis requiring a covered stent may be potentially due to user error in not utilizing guided ultrasound for access, and potential laceration or dissection occurred to the vessel when the physician was applying more force during insertion. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. Per procedural requirements as indicated in the IFU: pre-procedure cta is recommended to assess femoral artery anatomy; and arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. In step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
It was reported that: "at the end of the tavi / tvar, the operator insert in the common femoral artery the sheath with the introducer. The doctor took out the introducer, when he tried to put the manta into the sheath he felt resistance, and he used force to get the manta into the sheath. After closing there was bleeding and the operator decided to implant a cover stent. " additional information: micro puncture was utilized to gain single access in the mid common femoral artery. There was no reported calcification or tortuosity. There was no issue advancing or withdrawing procedural sheaths. Act was 180 prior to closure. Heparin was administered during the procedure. The issue caused a delay in the treatment.

Event description:
It was reported that: "at the end of the tavi / tvar, the operator insert in the common femoral artery the sheath with the introducer. The doctor took out the introducer, when he tried to put the manta into the sheath he felt resistance, and he used force to get the manta into the sheath. After closing there was bleeding and the operator decided to implant a cover stent. " additional information: micro puncture was utilized to gain single access in the mid common femoral artery. There was no reported calcification or tortuosity. There was no issue advancing or withdrawing procedural sheaths. Act was 180 prior to closure. Heparin was administered during the procedure. The issue caused a delay in the treatment.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after invstigation.